Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that piston was not working consistently. Customer also received no delivery alarms; customer no longer felt comfortable with pump. Customer's blood glucose was 400 mg/dl. Insulin pump would be replaced per customer's request.